Event description:
In 2008, the pt reported that the cartridge compartment of the infusion device was "a little cloudy." The pt stated that she does not recall spilling insulin in the cartridge compartment. She dried the cartridge compartment with a cotton swab. At the time of the report no moisture was remaining in the cartridge compartment. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.